Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Additional information: the intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens is damaged and contaminated. The lens was delivered in a plastic bag. Therefore prints of the bag are visible on the lens. Investigation of the return sample shows no non conformances. Manufacturing records were reviewed. The device manufacturing records showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 22.0 diopter of this lot number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 22.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) from the left eye due to unexpected postop refraction and blurry vision. No further information was provided. A second MDR will be provided for the patient's companion eye.